Event description:
A customer reported to baxter corporate product surveillance that an upstream occlusion alarm occurred on an sigma spectrum pump, serial number unknown, while administering intravenous immunoglobulin medication to a patient. The customer stated that the alleged deficiency was against an unknown baxter set, unknown product code and lot number. There were bubbles in the line noticed due to the no flow at an unknown location in the set. The facility has tried to decrease the sensitivity to the upstream occlusions but this has not fixed the issue. However, the customer did mention on (B)(6) 2012 that the issue has been resolved since the customer is now following an unknown "manual" when utilizing the set. There was no patient injury or medical intervention involved. There were no report of any additional concommitant products.

Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since the lot number is unknown. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.